Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen straight stem ext 14mm dia x 200mm catalog#: 00598801114 lot#: 63315405, nexgen precoat stemmed tibial plate, sz 5 catalog#: 00598004701 lot#: 63650265, nexgen tibial augment block, 10mm, size 5 catalog#: 00598800527 lot#: 61487780, nexgen tibial augment block, 5mm, size 5 catalog#: 00598800526 lot#: 63577275, nexgen lcck femoral, size g-lt catalog#: 00599401791 lot#: 63469462, nexgen precoat agmt block posterior size g, catalog#: 00599003701 lot#: 63438144, nexgen precoat agmt block posterior size g, catalog#: 00599003701 lot#: 63444512, nexgen distal precoat agmt block, size g, 10mm catalog#: 00599003720 lot#: 62144787, nexgen distal precoat agmt block, size g, 5mm catalog#: 00599003710 lot#: 62545085, palacos r+g 2x40 catalog#: 66017747 lot#: 85954607, palacos r+g 1x60 catalog#: 66017772 lot#: 86510013, palacos r+g 1x60 catalog#: 66017772 lot#: 86730015. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00472, 0002648920-2019-00116, 0002648920-2019-00117, 0001822565-2019-00743, 0001822565-2019-00757, 0001822565-2019-00758, 0001822565-2019-00759, 0001822565-2019-00760, 0001822565-2019-00761, 0001822565-2019-00762. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to infection 22 days post revision, all implants were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.